Event description:
It was reported that prior to implantation the implantable cardioverter defibrillator (ICD) exhibited low battery voltage and premature battery depletion. The device was not utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.